Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery due to loosening.

Manufacturer narrative:
See a1. Complaint has been evaluated and is similar to previous report number 1644408-2022-00636; 114905, s810 - device loosening. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.